Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged power cord. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(4). The flogard infusion pump was serviced on-site. Visual inspection identified the damaged power cord. The power cord was replaced and the pump passed all testing.